Event description:
Caller reported a tandem mobi cartridge alarm that occurred during pumping. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support confirmed the cartridge alarm and decided to replace the pump. The customer was informed a replacement pump with updated software would be sent and training would be available in their source account. The caller agreed to place the pump into storage mode before returning it and acknowledged the instructions for using the replacement pump. A replacement pump was sent, and the caller was advised to return the problematic pump via ups within 10 days. Reportedly, the customer reverted to an alternate method of insulin therapy.